Event description:
The patient reported that the pump dispensed insulin during the load step of a routine cartridge change three times with different cartridges. There was no reported patient impact as a result of the incident.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was duplicated during testing. The force sensor was found to be out of calibration and the force sensor resistance measurement was out of specification. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Correction number: 2531779-03/24/2010-003-r.